Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient tested for elecsys hcg + beta test system (hcg + b). The erroneous result was reported outside of the laboratory. The initial hcg + b result was 0.100 miu/ml with a data flag. This result was reported to the patient. On (B)(6) 2016 the patient returned requesting a new result. A new sample was obtained and the result was 10000 miu/ml with a data flag. This sample was diluted 1:100 and the result was 75621 miu/ml with a data flag. On (B)(6) 2016 the sample from (B)(6) 2016 was repeated in the primary tube and the result was 10000 miu/ml with a data flag. This sample was also diluted 1:100 and the result was 55650 miu/ml with a data flag. No adverse event occurred. The hcg + b reagent lot number was 190280 with an expiration date of 03/31/2017. On (B)(6) 2016 multiple parts of the instrument were checked and cleaned. The last liquid flow cleaning was performed on (B)(6) 2016. Calibration was within expectations when performed on (B)(6) 2016. Quality controls (qc) prior to the event were acceptable. On (B)(6) 2016 qc results dropped low but recovered on the same day and were acceptable. The field service engineer (fse) found an issue with probe hoses and corrected the error as this could cause problems with pipetting. The pinch hose was changed and the reagent rotor was found to be a little loose and was set. The position of the mixer and probe voltage was also set. After these service actions, quality controls were run and were acceptable.

Manufacturer narrative:
A specific root cause could not be identified. Additional information fur further investigation was requested but not provided. A general reagent issue can most likely be excluded. Based on the information available for investigation, the possible root causes may be a sample related issue (improper pre-analytics) or an instrument issue (mis-adjustment of the pipetting unit) since quality controls showed an issue during the time of the event.